Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 143cm coyote es balloon was advanced for dilation. However, when the balloon was pressurized at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.